Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a clearlink solution administration set with 0.22 micron filter that developed a split midway down the tubing. The customer reported that this had been a sporadic problem up until the last week. The three (3) incidents occurred on three (3) separate patients with three (3) different nurses. The customer has also discussed the procedure of preparing the tubing with the nurses to ensure that it is not a "process" failure. The incidents occurred during use on patient, and per the initial report, there was a patient injury. This is report 2 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was discarded due to blood contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.